Event description:
Information received indicates the head hi/low function is slowly drifting down.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.